Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (B)(6) 2008; 419388 implantable pacing lead (B)(6) 2004; 5076-52 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance trend on the svc defibrillation coil was rising. On 2014-10-24, alert for svc coil lead impedance measured 132 ohms. Svc coil lead impedance rising steadily from 92 ohms to 132 ohms.

Event description:
It was reported that the right ventricular (rv) lead showed a steady rise in superior vena cava (svc) impedance and there was increased impedance noted on the defib portion. The alert threshold was programmed to a higher setting. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The svc impedance was noted to have increased more.